Event description:
Asr revision reported by sales rep. Right; reason for revision: pain. Unable to determine exactly which cup was used in this particular case ((B)(4)). Rec'd following details of cup: sz 54 asr xl cup; entered cup in as unk-asr. Only received size details of head and sleeve, so unable to determine lot number and therefore manufacturing dates/locations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/14/2014 - medical records received. Doi provided. Upon revision, debris-filled fluid and grayish black staining were noted. The information received does not change the MDR decision. This complaint was updated on: 06/04/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.